Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent excision of mesh on (B)(6) 2014 by (B)(6).

Manufacturer narrative:
(B)(4) date sent to FDA: 7/20/2016. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Records for batch (B)(4) were reviewed for in process and finished goods. Review indicates that all records were within specifications. No events were related to the nature of complaint.

Event description:
(B)(6) received an e-mail from the ethicon risk manager team stating the following: it was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent burch urethropexy, sacrocolpopexy, and cystoscopy.